Event description:
It was reported that the lead exhibited capture and sensing anomalies. Repositioning was unsuccessful, so the lead was replaced.

Manufacturer narrative:
No medwatch form was received.